Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. The patient was suspected to have (B)(6) and bacteremia secondary to left arm cellulitis. No additional adverse patient effects were reported. This crt-d device remains in service.